Event description:
It was reported this right atrial (ra) lead exhibited oversensing, noise and pacing inhibition. The health care professional (hcp) stated that the ra lead was not functioning at same time with right ventricular (rv) lead and there were no alerts stored in the monitoring system. The patient experienced dizziness, syncope and loss of consciousness. The patient was seen in clinic was troubleshooting and programming options. The plan was to have reprogrammed performed. This ra lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported this right atrial (ra) lead exhibited oversensing, noise and pacing inhibition. The health care professional (hcp) stated that the ra lead was not functioning at same time with right ventricular (rv) lead and there were no alerts stored in the monitoring system. The patient experienced dizziness, syncope and loss of consciousness. The patient was seen in clinic was troubleshooting and programming options. The plan was to have reprogrammed performed. This ra lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.